Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion and tamponade occurred. Following ablation to treat atrial tachycardia, final mapping took place with an intellamap orion¿ mapping catheter. The catheter appeared outside of the mapping field; the catheter was coming out from the cardiac shadow. Echocardiography confirmed an effusion; tamponade also occurred. The procedure continued while the patient¿s condition was monitored. Following the procedure, pericardial drainage was performed and there was no problem with the patient¿s condition; the patient condition did not become worse. It was reported there was no issue with the device and that ¿handling of the device¿ could have caused the catheter to go out of the epicardium.